Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well post-operatively. The explanted ipg was returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was causing pain. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg was causing pain. The patient will undergo a revision procedure.